Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a right ventricular (rv) lead the integrity of the lead became compromised when the stylet was removed. It was noted the stylet was difficult to remove. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a right ventricular (rv) lead the integrity of the lead became compromised when the stylet was removed. It was noted the stylet was difficult to remove. The lead remains in use. No patient complications have been reported as a result of this event.